Manufacturer narrative:
(B) (4).

Event description:
The pt never experienced therapeutic effect. The pt was in the hospital for a month following her implant, as she was unable to hold food down. The pt received nutrients intravenously. The pt lost 44 pounds. The pt was discharged (B) (6) 2010 and was re-directed to her physician. Additional information from the physician was requested.